Event description:
Comparison of uric acid test results did not match. Initial sample result of 2.74 mg/dl. The same sample was tested using a different methodology and recovered 8.9 mg/dl. If additional info is received, appropriated notification will be provided.